Event description:
During surgical procedure an attempt was made to use the "poly reticular". However, only approx one-third of the staples fired correctly. The abdominal area was irrigated and loose poly staples floated to the top and were removed. The stapler was rinsed and returned to original box along with retrieved loose staples.